Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary system, drawer multiple pockets not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 row b not detected on bus. A field service engineer logged into the hardware test application and began the troubleshooting process by removing the cubies from the drawer. The station was powered off, and the rowboard cables were reseated at both the row tray and drawer controller. After powering the station back on, the cubies were placed into the row trays. The system successfully detected the cubies, and a functionality test was run without issues. The station was then restarted, and the repairs were verified through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section e initial reporter phone.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary system, drawer multiple pockets not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.